Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2017-10062. (B)(4).

Event description:
After use of the electrode for a few minutes, a small part of the ceramic on the tip fell into the patient during a shoulder procedure. A new electrode has been used and the same happened, hence we have two electrodes on this complaint. Surgery has been completed with same like product, everything has been removed and has been visually checked by the surgeon. Surgery has been prolonged for 5 minutes. One electrode has been discarded, one will be sent in for evaluation as stated in this form. Additional information received via email from the affiliate on 2-8-17. Excessive force was not used on these electrodes. The devices were new.

Manufacturer narrative:
Additional narrative: associated medwatch: 1221934-2017-10062. (B)(4).

Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed the active tip shows signs of activation and the manifold is melted between 3 ¿ 6 o¿clock positions of the tip. This damage to the active tip could lead to the reported failure, confirming this complaint. A functional test was not conducted to avoid further damage. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices released to distribution in 2016. Due to an increasing trend of this failure, a supplier investigation CAPA was initiated to investigate this issue further in an effort to determine root cause and to identify appropriate corrective actions. Corrective actions to be identified through the CAPA, if a root cause is found then appropriate corrective actions will be identified and implemented accordingly; there are none to be implemented at this time. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.